Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with an unknown mentor saline prostheses and experienced right sided deflation post procedure. The patient also noted difficulty breathing. These issues were reported initially under 1645337-2019-08343 on february 5, 2019. On september 11, 2020 mentor received additional information that the patient was continuing to have unspecified problems with her implants. This was the first date in which mentor became aware that the patient was experiencing any problems with the left implant also. This report relates the left prosthesis. On september 18, 2020 mentor received additional information that the left side was also deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.